Event description:
The user facility reported that the device did come into contact with a pt. The device slipped. Additional information was received from the facility. The o.r. Nurse manager stated that the pt sustained a laceration that required staples. No reported complications post-op.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported information.